Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during exploratory laparotomy, supracervical hysterectomy, bilateral salpingo-oophorectomy, low anterior resection, ileostomy and colostomy creation, on anastomosis, the physician said that three staplers did not work properly and that the patient was still in the ICU (3 days later). The physician also said that the procedure was extended by one and a half hours due to difficulty with the staplers.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.